Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, "insufficient heat seals" were found in the sealing area of the sterile packages containing the stainless steel flat blade electrode, 6" with extended insulation and hex hub. Testing result confirmed that one (1) of the returned packages exhibiting the partial sterile barrier disruption failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
Conmed corporation received nine (9) "unopened" packages containing the stainless steel flat blade electrode, 6" with extended insulation and hex hub for evaluation. Visual examination of the returned packages found all nine (9) packages exhibiting seal damage related to shipping and handling issues. Five (5) packages exhibited a partial seal disruption and four (4) packages exhibited "open seals" or full disruption of the sterile seal. Visual inspection of the nine (9) packages showed evidence of adhesive transfer resulting in full seals after manufacturing. The damage noted on the packaging most likely occurred during shipping and handling of the devices. The five (5) devices exhibiting partial seal disruptions were forwarded to packaging engineering test lab for dye leak testing and testing results confirmed that one (1) of the packages failed the dye leak testing. The other four (4) packages with the partial seal disruptions passed the leak testing exhibiting an intact sterile seal barrier. This lot was manufactured on 18-aug-2014. A review of the device history record for this lot found no ncrs and noted no discrepancies during the manufacturing process. Of the (B)(4) units from this lot shipped to the distributor, there were nine (9) units found with "insufficient heatseals" by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed other than this confirmed failure there have been no other confirmed complaints received. (B)(4). This is an isolated incident. The packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.